Event description:
At the beginning of a routine dialysis treatment, venous air air alarms occurred that could not be resolved. Operator reported that air could not be removed manually. A second cartridge was tried and the same problem occurred. Both cartridges were partially filled with patient's blood and had to be discarded, due to air in the circuit. This resulted in a patient blood loss of approximately 320cc. No medical intervention was required.